Event description:
On 1/jan/2024, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a pleuroperitoneal leak. It was reported the patient transitioned to hemodialysis (hd) and will require surgical intervention to remediate the pleuroperitoneal leak. Follow-up documentation received from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) /2023 with dyspnea on exertion (doe) and orthopnea while at home. Radiological studies determined the patient was suffering from a large right-sided pleural effusion, which was causing acute respiratory distress (ard) and hypoxia. On (B)(6) 2023, the patient successfully underwent a thoracentesis which removed 1500 ml of fluid (composition of fluid not provided) and improved the patient¿s ard. While at the hospital, it was noted the patient was experiencing unspecified pd catheter issues (not a fresenius product), for which the doctor prescribed high dextrose concentration. At that time, there was no acute indication to transition the patient to hd, as the prescribed lasix, potassium replacement, and thoracentesis appeared to correct the patient¿s respiratory distress. However, the patient was transferred to another medical center on (B)(6) 2023 (rational not provided) for concerns regarding a possible peritoneal pleural fistula. Radiological studies indicated the patient was still suffering from a worsening right-sided pleural effusion, and on (B)(6) 2023 the patient was scheduled for a second thoracentesis (cancelled due to insufficient fluid). Additionally, the patient received a tunneled hd catheter (not a fresenius product) and was transitioned to hd for rrt on (B)(6) 2023. The patient was discharged in stable condition on (B)(6) 2023 and began outpatient hd on (B)(6) 2023. The patient has recovered from the serious adverse events and ccpd therapy will be withheld until a surgical plan can be discussed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 1/jan/2024, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a pleuroperitoneal leak. It was reported the patient transitioned to hemodialysis (hd) and will require surgical intervention to remediate the pleuroperitoneal leak. Follow-up documentation received from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2023 with dyspnea on exertion (doe) and orthopnea while at home. Radiological studies determined the patient was suffering from a large right-sided pleural effusion, which was causing acute respiratory distress (ard) and hypoxia. On (B)(6) 2023, the patient successfully underwent a thoracentesis which removed 1500 ml of fluid (composition of fluid not provided) and improved the patient¿s ard. While at the hospital, it was noted the patient was experiencing unspecified pd catheter issues (not a fresenius product), for which the doctor prescribed high dextrose concentration. At that time, there was no acute indication to transition the patient to hd, as the prescribed lasix, potassium replacement, and thoracentesis appeared to correct the patient¿s respiratory distress. However, the patient was transferred to another medical center on (B)(6) 2023 (rational not provided) for concerns regarding a possible peritoneal pleural fistula. Radiological studies indicated the patient was still suffering from a worsening right-sided pleural effusion, and on (B)(6) 2023 the patient was scheduled for a second thoracentesis (cancelled due to insufficient fluid). Additionally, the patient received a tunneled hd catheter (not a fresenius product) and was transitioned to hd for rrt on (B)(6) 2023. The patient was discharged in stable condition on (B)(6) 2023 and began outpatient hd on (B)(6) /2023. The patient has recovered from the serious adverse events and ccpd therapy will be withheld until a surgical plan can be discussed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of a right-sided pleural effusion (characterized by doe, orthopnea, and hypoxia), which required hospitalization and transition to hd. The serious adverse events occurred due to a suspected peritoneal pleural fistula; however, it is unknown when or how the peritoneal pleural fistula was created (congenital vs. Acquired). Per the documentation provided, there was no report a fresenius device(s) and/or product(s) malfunctioned or was deficient in any way. Pd fluid leaks can be caused by congenital or acquired diaphragmatic defects, disorders of the lymphatic system, and/or increases in intraperitoneal pressure. Based on the information available, the patient¿s liberty select cycler cannot be excluded from having a possible contributory role in the serious adverse events. There is no direct allegation or objective evidence indicating a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. However, given the formation of a right-sided pleural effusion, the recurrence of the peritoneal effusion despite undergoing a thoracentesis, lack of pulmonary fluid cytology, and worsening of symptoms while undergoing ccpd for rrt; this clinical investigation cannot disassociate the liberty select cycler from the serious adverse events.

Event description:
On 1/jan/2024, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a pleuroperitoneal leak. It was reported the patient transitioned to hemodialysis (hd) and will require surgical intervention to remediate the pleuroperitoneal leak. Follow-up documentation received from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2023 with dyspnea on exertion (doe) and orthopnea while at home. Radiological studies determined the patient was suffering from a large right-sided pleural effusion, which was causing acute respiratory distress (ard) and hypoxia. On 20/dec/2023, the patient successfully underwent a thoracentesis which removed 1500 ml of fluid (composition of fluid not provided) and improved the patient¿s ard. While at the hospital, it was noted the patient was experiencing unspecified pd catheter issues (not a fresenius product), for which the doctor prescribed high dextrose concentration. At that time, there was no acute indication to transition the patient to hd, as the prescribed lasix, potassium replacement, and thoracentesis appeared to correct the patient¿s respiratory distress. However, the patient was transferred to another medical center on (B)(6) 2023 (rational not provided) for concerns regarding a possible peritoneal pleural fistula. Radiological studies indicated the patient was still suffering from a worsening right-sided pleural effusion, and on 26/dec/2023 the patient was scheduled for a second thoracentesis (cancelled due to insufficient fluid). Additionally, the patient received a tunneled hd catheter (not a fresenius product) and was transitioned to hd for rrt on 27/dec/2023. The patient was discharged in stable condition on (B)(6) 2023 and began outpatient hd on (B)(6) 2023. The patient has recovered from the serious adverse events and ccpd therapy will be withheld until a surgical plan can be discussed.

Event description:
On 1/jan/2024, fresenius became aware this patient with end stage renal disease on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to a pleuroperitoneal leak. It was reported the patient transitioned to hemodialysis (hd) and will require surgical intervention to remediate the pleuroperitoneal leak. Follow-up documentation received from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (ER) on (B)(6) 2023 with dyspnea on exertion (doe) and orthopnea while at home. Radiological studies determined the patient was suffering from a large right-sided pleural effusion, which was causing acute respiratory distress (ard) and hypoxia. On (B)(6) 2023, the patient successfully underwent a thoracentesis which removed 1500 ml of fluid (composition of fluid not provided) and improved the patient¿s ard. While at the hospital, it was noted the patient was experiencing unspecified pd catheter issues (not a fresenius product), for which the doctor prescribed high dextrose concentration. At that time, there was no acute indication to transition the patient to hd, as the prescribed lasix, potassium replacement, and thoracentesis appeared to correct the patient¿s respiratory distress. However, the patient was transferred to another medical center on (B)(6) 2023 (rational not provided) for concerns regarding a possible peritoneal pleural fistula. Radiological studies indicated the patient was still suffering from a worsening right-sided pleural effusion, and on (B)(6) 2023 the patient was scheduled for a second thoracentesis (cancelled due to insufficient fluid). Additionally, the patient received a tunneled hd catheter (not a fresenius product) and was transitioned to hd for rrt on (B)(6) 2023. The patient was discharged in stable condition on (B)(6) 2023 and began outpatient hd on (B)(6) 2023. The patient has recovered from the serious adverse events and ccpd therapy will be withheld until a surgical plan can be discussed.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.